Event description:
Product was returned as an implant failure on the same day. Based on the report, the pt had no medical history, oral hygiene was described as good, and bone condition was described as good. Surgery was traditional 2 stage on tooth #3 with bone augmentation material. Type of bone augmentation material used was not indicated on the report. The doctor indicated the surgery failed during the final delivery process due to spinner with handpiece, and suggested a possible lath problem (rubber). Dentium has requested add'l details from the doctor.

Manufacturer narrative:
Conclusion: based on inspections and test result, the returned product has been found to be within specifications. See scanned pages.